Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that a handpiece presented with no ultrasound during a procedure. The handpiece was exchanged to complete the case. There was no patient harm.

Manufacturer narrative:
The phacoemulsification (phaco) handpiece was received and a visual assessment of the returned sample revealed beginning stages of degradation at the strain relief. A functional test was then performed on the returned phaco handpiece. The handpiece was first connected to a calibrated company vision system for priming and tuning. The handpiece was found to display system message (sm) ¿ [handpiece test failed] upon tuning. The connector was measured across the high electrode pin to the ground pin which signals continuity between the electrodes. A high resistance was measured, showing initial evidence of a short. The phaco handpiece data was analyzed and revealed intermittent tuning failures. Upon opening up the handpiece, moisture ingress within the electrode chamber was found, proving shorting of the electrodes. The phaco handpiece was manufactured on june 26, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to moisture ingress causing the high electrode to short to ground; however, how this moisture entered the handpiece remains inconclusive. (B)(4).